Manufacturer narrative:
Insulin pump had a no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. Customer did not know current blood glucose level. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.